Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 5, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the electrode migration and the patient requiring serial MRI for a medical condition. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the extrusion of implant rather than electrode migration. This report is submitted on october 05, 2021.